Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A syringe with water was then connected to the device's valve for a functional test, and fluid was found to not flow through the tubing due to blockage. The valve was checked and found to be open. The syringe was then attached to the female luer, and blockage was still found. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a catheter extension set with one-link needle free connector experienced a no flow. The reporter stated that the set was unable to be flushed with IV fluid using a syringe. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.